Event description:
It was reported that after the physician extracted a whole system due to infection, he attempted this lead for a left bundle pacing mode. This is considered as an off-label use of the lead. The lead impedance was low, within range for a brand new ingevity lead. He attempted multiple locations in the left bundle area and all impedances were around the same values. It was requested that the physician moved the lead to a traditional right ventricular location and the impedance of the lead remained at similar undesired values. The physician took the lead out and inspected it. His opinion was that the helix got damaged while driving through the septal wall. Another lead was used, and the case was completed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the physician extracted a whole system due to infection, he attempted this lead for a left bundle pacing mode. This is considered as an off-label use of the lead. The lead impedance was low, within range for a brand new ingevity lead. He attempted multiple locations in the left bundle area and all impedances were around the same values. It was requested that the physician moved the lead to a traditional right ventricular location and the impedance of the lead remained at similar undesired values. The physician took the lead out and inspected it. His opinion was that the helix got damaged while driving through the septal wall. Another lead was used, and the case was completed successfully. No additional adverse patient effects were reported.